Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch delica lancing device had a broken cap. The complaint was classified based on customer service representative (csr) documentation. The patient reported that on (B)(6) 2018, around 6pm, her onetouch delica lancing device broke, specifically, the lancing device cap had broken. This reportedly prevented the patient from being able to test her blood glucose. The patient manages her diabetes with novolog insulin (sliding scale) and toujeo insulin (40 units in the morning and evening). There is no evidence to suggest that the patient took any action in response to the reported issue, over and above her usual routine of diabetes management and care. The patient reported that around 2 hours after the product issue, at approximately 8pm, she developed the symptoms of ¿started to feel dizzy, thirsty, blurry vision and also pain in her arm¿. The patient also stated that ¿her blood sugar went up because she was not able to check her blood reading since her lancing device is broken¿. There is no evidence to suggest that the patient was able to test her blood glucose, using any other lancing device. The patient reported that at 4pm the next day (october 10) she took an increased dose of novolog insulin of ¿30 units¿ as treatment for her symptoms ¿due to her not being able to test properly¿. During troubleshooting, the csr verified that there was no product misuse associated with this complaint, the correct lifescan cap was being used and the customer was using the correct lancets. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event, after not being able to test her blood glucose due to her lancing device cap breaking.